Manufacturer narrative:
The pump was received with operating currents within specification and passed the self-test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was monitored for 24 hours and no blank display anomalies or unexpected replace battery now alarms were noted. The power connector plugged in and locked in place properly. The power management tool confirmed the unloaded voltage and loaded voltage was within specification. The pump was received with minor scratches on the display window and case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump alerted low battery and later received a replace battery now alarm. The display was blank at the time of call. The patient's blood glucose at the time of incident was 6.1 mmol/l. During troubleshooting for the blank display anomaly the caller confirmed that the insulin pump had been exposed to moisture. The battery cap was cleaned with an alcohol wipe and a new battery was inserted, but the display did not return. The insulin pump was not returned for analysis.